Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported problem of the device's inability to detect a downstream occlusion which was reproduced while running a loaded set. Evaluation confirmed the reported problem through the causality of an out of spec downstream tubing guide assembly and therefore was required to be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to alarm for a downstream occlusion during testing. There was no patient involvement. No additional information is available.